Event description:
Received spontaneous call from patient. During their call the patient stated that their infusion this past sunday (B)(6) 2025 took longer than it normally should. Patient stated that it should be around 1.5 hours and it took almost 2 hours. Rph confirmed needle set and tubing were correct and no other changes. Replacement pump added and sent to patient to see if that will help solve infusion time problem as patient has had this pump >2 years. No reported missed dose due to pump. No reported adverse effects due to prior pump. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number: (B)(6). Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; did we replace device? Yes. Diagnosis for use: nonfamilial hypogammaglobulinemia.